Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while placing a gamma 3 nail 200m the set screw did not in engage in the nail when trying to lock the lag screw (nor the backup screw). Even after extraction on the table, the set screw did not engage in the nail. Event occurred during the first surgery. Additionally, it was reported that there was a 30 minute surgical delay.

Manufacturer narrative:
Please note the correction to h6 component code. Please also note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that while placing a gamma 3 nail 200m the set screw did not in engage in the nail when trying to lock the lag screw (nor the backup screw). Even after extraction on the table, the set screw did not engage in the nail. Event occurred during the first surgery. Additionally, it was reported that there was a 30 minute surgical delay